Event description:
It was reported that a shaft break occurred. An agent us mr 2.50 x 15mm was selected for treatment of the target lesion. During advancement into the sheath, the end of the catheter broke off. An alternate device was then used to successfully complete the procedure. There were no patient complications.